Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient (6 feet tall, (B)(6) pounds) underwent a left lateral accessory pathway ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the procedure, a pericardial effusion was noticed. There were no visible signs on the patient during the procedure. The pericardial effusion was discovered post procedure, before removing the ultrasound catheter, and while doing a routine check for any issues. The effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 600cc of fluid was removed. The patient was reported to be in stable condition. The patient required two extra days of hospitalization to monitor the condition and was discharged with no further adverse events. No malfunction of equipment was observed. The physician¿s opinion was that the biosense webster, inc.(bwi) quad catheter was inadvertently pushed through the wall of the right ventricular outflow tract (rvot) when he advanced it. It could not be confirmed if that was the cause of the effusion. There was no evidence of a steam pop. The correct catheter settings were used on the generator. The pump was switching from low to high flow during ablation. There were no error messages observed on the bwi equipment during the procedure. Force visualization features used were dashboard, vector, visitag and tag index with no color options. Since the event (cardiac tamponade) is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.